Event description:
It was reported the pt developed a false aneurysm following a percutaneous coronary intervention. A 6f angio-seal sts device was used to seal the arteriotomy. Two days later the pt developed secondary hemorrhaging: a doppler ultrasound revealed a 1.5 centimeter false aneurysm in the common femoral artery 1 centimeter above the bifurcation which could not be compressed without totally obstruction the blood vessel. Surgical intervention for suturing the false aneurysm, exploration of the hematoma and vessel repair was done. The surgeon reported the angio-seal suture was found with the anchor lying freely in the subcutaneous tissue and the puncture hole appeared frayed because the angio-seal anchor had "torn-out". The angio-seal was removed. Blood flow was restored and pulses remained strong. The pt was reportedly recovering. The angio-seal device was given to the pt. The st. Jude medical representative became aware of the event in august 2004, however, product surveillance was made aware to the event on december 2004. Reporting procedure were reviewed with the representative.